Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (svc code 204) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open orange (+5v) wire in the trunk cable. There was no sign of external damage to the cable. The root cause for the open pulse wire could not be positively identified but was likely excessive force. No adverse event resulted from the open wire. The patient received a replacement electrode belt.

Event description:
A (B)(6) distributor contacted zoll customer support to report that a (B)(6) pt was receiving a svc code 204. The pt was issued a replacement electrode belt.